Event description:
Bard foley from kit bardex ic #16 fr with 5cc balloon silver hydrogel foley catheter could not be removed from bladder. The balloon would not deflate. The physician was consulted and balloon deflated.